Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had trouble navigating the keypad. The customer reported that the issue occurred 2 months ago and the buttons got worse. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display. Unable to determine the root cause, problem isolated to the electronic assembly electrical board. Unable to confirm keypad anomaly and unable to perform any tests due to blank display.